Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance, noise, and was possibly fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbc3d1 ICD, implanted:(B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 14380 ventricular sensing integrity counts (sic); nonsustained ventricular tachycardia, high rate-non-sustained (ns), and ventricular fibrillation (vf) detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 300-400 ohm range. Impedances continued to be high and variable, ranging from 400 to 4047 ohms. Analysis of the device memory also indicated a right ventricular lead integrity alert. Warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.